Event description:
Per oos, this system was removed, due to chronic, irresolvable infection. It was replaced with another system in 2008. Also associated with this reported: cylos dr t, MDR: 1028232-2008-00527. Setrox s 45, MDR: 1028232-2008-00531.